Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the right ventricular lead was found with low, out of range pacing impedance. The lead was capped and replaced on(B)(6) 2019. The patient was doing well and was discharged.